Manufacturer narrative:
The customer¿s report that the tubing came apart was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted separation at the engagement between the tubing and the second smartsite outlet port. Examination of the separation under magnification observed insufficient solvent at the end of the tubing and that the tubing was not fully inserted into the smartsite outlet. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. The tubing was measured and found to be within measurement specification. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error. Device history record for model 2426-0500 could not be performed due to no lot number being provided by customer.

Event description:
It was reported from the intense care unit (ICU) that an intravenous (IV) tubing came apart upon opening of package. It was noted that the set was not used on a patient and a new set was required for use. Although stated that a short delay in therapy due to a new set was required, there were no adverse effects caused to any patients from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the intense care unit (ICU) that an intravenous (IV) tubing came apart upon opening of package. It was noted that the set was not used on a patient and a new set was required for use. Although stated that a short delay in therapy due to a new set was required, there were no adverse effects caused to any patients from the event.